Manufacturer narrative:
Concomitant medical devices: dtma1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible t-wave oversensing (twos) on the electrogram (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the twos was unable to be confirmed by the following clinic.